Event description:
Appr. 1 year ago the user fell and hit his head on the right and left side. The user stopped using the implant and didn't inform the team until now.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.